Event description:
General report received of an unspecified number of undocumented incidents of no flow. The primary tubing sets were being used to deliver unspecified solutions via symbiq pumps. At unspecified times, the secondary tubing sets were connected to the primary tubing sets for piggyback delivery of unspecified medications. The primary solution containers were lowered below the secondary solution containers using one or two extension hangers. It was reported after unspecified lengths of time, the nurses noted the secondary medications stopped infusing. The primary tubing sets were clamped and the secondary therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated the devices were discarded.